Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), embedded device ("show an area of silver that is within the myometrial wall"), device expulsion ("the sections show an area of silver that is within the myometrial wall/ the left coil is not seen") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test.". The patient's medical history included burning micturition, discharge vaginal, polymenorrhagia, perineal pain, hormonal imbalance, ovarian cyst ruptured and chronic cervicitis. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included herpes simplex, herpetic vulvovaginitis, polyp of corpus uteri, loss of energy, feels awful, vulval disorder and fibroidectomy. Concomitant products included valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), feeling abnormal ("psychological or psychiatric problems condition: brain fog"), depression ("psychological or psychiatric problems condition: depression"), dry skin ("rashes or skin conditions type: dry skin"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastric disorder ("gastrointestinal or digestive system condition type: chronic stomach issues"), arthralgia ("joint pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain") and ill-defined disorder ("ill") and was found to have weight increased ("weight gain/ weight gain 40 pounds"). The patient was treated with surgery (ablation and hysterectomy, salpingectomy, oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, feeling abnormal, depression, dry skin, urinary tract disorder, bladder disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, gastric disorder, arthralgia, abdominal pain and ill-defined disorder outcome was unknown, the weight increased had not resolved and the back pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, arthralgia, back pain, bladder disorder, depression, device expulsion, dry skin, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, feeling abnormal, gastric disorder, headache, ill-defined disorder, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Date discrepancy noted, preciously reported insertion date was (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Endometrial ablation - on (B)(6) 2015: simple left ovarian 0.9cm follicular cyst 2. The right essure coil is visualized. The left essure coil is not seen 3. No adnexal masses or pelvic free fluid. Hysteroscopy - on (B)(6) 2013: menorrhagia. Ultrasound abdomen - on (B)(6) 2013: moderate degree of pelvic free fluid which may be secondary to a recently ruptured ovarian cyst. Ultrasound pelvis - on (B)(6) 2014: iud in situ. Complex bilateral ovarian cyst likely hemorrhagic. 3. Small degree of pelvic free fluid which appears decreased in volume when compared with the prior study. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- menorrhagia, abnormal bleeding, urinary tract infections, fatigue, abnormal weight gain, vaginitis, pelvic pain, fatigue concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device, device expulsion, device dislocation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), embedded device ("show an area of silver that is within the myometrial wall"), device expulsion ("the sections show an area of silver that is within the myometrial wall/ the left coil is not seen") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." The patient's medical history included burning micturition, discharge vaginal, polymenorrhagia, perineal pain, hormonal imbalance, ovarian cyst ruptured and chronic cervicitis. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included herpes simplex, herpetic vulvovaginitis, polyp of corpus uteri, loss of energy, feels awful, vulval disorder and fibroidectomy. Concomitant products included valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), feeling abnormal ("psychological or psychiatric problems condition: brain fog"), depression ("psychological or psychiatric problems condition: depression"), dry skin ("rashes or skin conditions type: dry skin"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastric disorder ("gastrointestinal or digestive system condition type: chronic stomach issues"), arthralgia ("joint pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain") and ill-defined disorder ("ill") and was found to have weight increased ("weight gain/ weight gain 40 pounds"). The patient was treated with surgery (ablation and hysterectomy, salpingectomy, oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, feeling abnormal, depression, dry skin, urinary tract disorder, bladder disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, gastric disorder, arthralgia, abdominal pain and ill-defined disorder outcome was unknown, the weight increased had not resolved and the back pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, arthralgia, back pain, bladder disorder, depression, device expulsion, dry skin, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, feeling abnormal, gastric disorder, headache, ill-defined disorder, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Date discrepancy noted, preciously reported insertion date was (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Endometrial ablation - on (B)(6) 2015: simple left ovarian 0.9cm follicular cyst. The right essure coil is visualized. The left essure coil is not seen. No adnexal masses or pelvic free fluid. Hysteroscopy - on (B)(6) 2013: menorrhagia. Ultrasound abdomen - on (B)(6) 2013: moderate degree of pelvic free fluid which may be secondary to a recently ruptured ovarian cyst. Ultrasound pelvis - on (B)(6) 2014: iud in situ. Complex bilateral ovarian cyst likely hemorrhagic. Small degree of pelvic free fluid which appears decreased in volume when compared with the prior study. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- menorrhagia, abnormal bleeding, urinary tract infections, fatigue, abnormal weight gain, vaginitis, pelvic pain, fatigue concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device, device expulsion, device dislocation most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received- previously reported event ¿injury ¿ updated to ¿perforation (fallopian tube(s))¿new events- the sections show an area of silver that is within the myometrial wall, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary, infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: brain fog, psychological or psychiatric problems condition: depression, rashes or skin conditions type: dry skin, urinary problems or changes, bladder problems or changes, migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain/ weight gain 40 pounds, ill, gastrointestinal or digestive system condition type: chronic stomach issues, joint pain, back pain, abdominal pain, stomach pain, did not undergo confirmation test, the left coil is not seen¿, medical history, lab data,reporter, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.